Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was not working properly. The customer received an insulin flow blocked alarm. In addition, the reading on the pump was off. The customer was in the hospital at the time of call due to an infection. The hospital's bg read at 300+ mg/dl, while the sg read at 169 mg/dl. The customer was unable to troubleshoot since she didn't have extra supplies with her in the hospital. Insulin pump will not be returned for analysis.